Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) developed peritonitis. The rn initially was not able to identify the cause of the event. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain and vomiting. The nurse stated that the patient had a pd culture obtained (in the hospital) which had growth of the bacteria enterobacter cloacae. The patient was treated with intravenous (IV) antibiotic therapy with cefepime (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. No further information about the hospitalization was available. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated that the peritonitis was due to internal physiologic translocation of large intestine bacteria.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis. The patient¿s pd culture generated growth of enterobacter which is a gastrointestinal bacterium. Therefore, it is reasonable to attribute the patient¿s peritonitis translocation of gut bacteria , as also reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On 23/apr/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) developed peritonitis. The rn initially was not able to identify the cause of the event. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported the patient was hospitalized on (B)(6) 2024 with symptoms of abdominal pain and vomiting. The nurse stated that the patient had a pd culture obtained (in the hospital) which had growth of the bacteria enterobacter cloacae. The patient was treated with intravenous (IV) antibiotic therapy with cefepime (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was completed. No further information about the hospitalization was available. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated that the peritonitis was due to internal physiologic translocation of large intestine bacteria.